Manufacturer narrative:
(B)(4). Evaluation summary: one used device was received for evaluation. The visual inspection found no notable conditions. The investigation found the device to function normally and within specifications. The returned product was calibrated and testing found the generator functions normally. A review of the device history records for the provided lot/serial number was completed and no entries pertinent to the event were noted and this lot/serial number was released meeting all specifications as manufactured. No service history records were found for this serial number. Corrected data: device available for evaluation?, device evaluated by MFR?, evaluation codes, date received by MFR.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a patient with barrett c1m6 had an esophagus stricture 8 weeks after the original procedure. During this period, the patient had swallow and chest pain. There are no errors displayed on generator. The device worked appropriately during the procedure. The patient was treated for chest pain with esoxx one + ppi. The patient feels better after the dilation. No other known adverse events were reported.